Event description:
Pt reports that during an examination consisting of temperature measurement in the ear, static discharge caused deafness in his left ear. Pt then contacted a private ear specialist whose conclusion was normal ear status, but a hearing test indicating "practically no hearing on the left side", dr found a "newly added loss of hearing, left side, as compared with the status of 12/21/95".